Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that during the trial period, the patient was experiencing constant muscle spasms in the back. The physician suspected that the patient may have some bleeding disorder and that the spasms may be device related. The patient had an early lead pull and lead migration was noted.

Manufacturer narrative:
Additional information was received that the bsn representative believed that muscle spasm was not device related but more of procedure related as it happened while the lead migrated. The patient was doing well.

Event description:
A report was received that during the trial period, the patient was experiencing constant muscle spasms in the back. The physician suspected that the patient may have some bleeding disorder and that the spasms may be device related. The patient had an early lead pull and lead migration was noted.